Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - e-poly 40mm +3 maxrom lnr sz24, catalog #: ep-108424 lot #: 301420; 3/8-24 apical hole plug 1/cup, catalog #: 123741, lot #: 792980; regen/rnglc+ ltd, catalog #: pt-116058, lot #: 768050; unknown stem, catalog #: unknown, lot #: unknown; unknown cement, catalog #: unknown, lot #: unknown; ti low profile screw, catalog #: 103533, lot #: 683410. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-02216. Plug: 0001825034-2019-02217. Cup: 0001825034-2019-02218. Unk stem: 0001825034-2019-02219. Screw: 0001825034-2019-02222.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently the patient suffered chronic infection and multiple falls. The last fall caused a periprosthetic fracture resulting in a revision procedure approximately seven years after initial implantation. Operative reports indicate that the patient had persistent wound drainage and difficulty healing the incision. During the revision procedure, the surgeon noted the patient had adipose tissue eight inches deep between the skin and the it band. The surgeon had difficulty removing the stem due to subsidence and bone overgrowth. The stem was grossly loose despite bone overgrowth. Operative reports further indicate that the revision procedure took seven hours to complete with significant blood loss requiring replacement blood product. All products were removed and replaced with competitor product utilizing palacos cement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Patient was diagnosed with chronic hip infection. During revision surgery it was noted that the stem was loose despite bone overgrowth. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.